Event description:
Information was received from a consumer on 28-oct-2016 regarding a patient who was implanted with a neurostimulator. It was reported the patient was unable to charge. The patient noted that he had not recharged since around (B)(6) 2016. The patient noted that the stimulation feeling always bothered him so he tried not to use the spinal cord stimulation (scs) very much. The patient noted that he went to use the recharger and got poor communication. It was that no product was available for the patient to attempt communicating with another external device. No patient symptoms were reported regarding this event. Additional information received on 11-nov-2016 from the patient reported that he had an appointment with a healthcare provider (hcp) scheduled for (B)(6) 2016 to get assistance in getting the stimulator restarted. Additional information was received from a representative (rep) and a consumer. The patient reported that the last time he charged the system was (B)(6) 2016. He stated he was using the system exclusively at night to help him sleep. The patient reported he stopped using the device because he felt like he was getting ¿tasered¿ if he moved at night, even after turning the amplitude down. At amplitudes required to get the patient relief, he could not move without an uncomfortably sharp increase in stimulation. A por (power on reset) code 0x408 was reported and impedances were 1706-1912 when tested at 0.7 v. The steps taken to resolve this issue included turning the stimulation on existing group a, which yielded full coverage of painful areas. Program b, an hd (high density) program, was added which had the same programming as a: a single guarded cathode at the middle of the lead with a pulse width of 800 and a rate of 300. The patient was informed on recharging daily for a least a month, strategies to reduce undesired intensity of stimulation at night, using the hd program if necessary including charging requirements, and switching between programs. The rep activated targeted mystim in the event the patient found another part of the lead to be less sensitive at night and he educated the patient to call if he needed to use that feature. It was reported that the por was cleared and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the ins has been dead for a couple of years but the rep did not know if the ins had reached the end replacement indicator (eri) yet. The rep indicated the ins has had one or two "pors" (power on resets). The patient has been scheduled for an ins replacement. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from two manufacturer representatives. It was reported that the ins was replaced on (B)(6) 2018. It was reported that the ins was not going to returned for analysis because there was never any issue with the ins; it was only bei ng explanted due to patient negligence with recharging. It was noted that the patient hadn't charged the ins for a couple of years. The doctor replaced the patient's ins with a non-rechargeable ins. No further complications are anticipated.